Event description:
It was reported that the user was burned and shocked. The burn was minor and did not require medical intervention.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(4) a surgeon was using the l-tip then felt a shock burn on his thumb and tossed the l-tip off the field update: do not know degree of burn, I saw the burn it is very tiny maybe 1cm long, 1mm wide. The surgeon finished the case after changing gloves, and did another case right after it with no issue. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the user was burned and shocked. The burn was minor and did not require medical intervention.